Event description:
Pt was marked in an awake sitting position. All risks, alternatives and imponderables were discussed with her at length. Prior to proceeding, absolutely no guarantees whatsoever were made. This pt had significant breast asymmetry with her left breast being greater than her right. She also had rock capsules on each side, baker's class IV. In addition to breast asymmetry, she had indeterminate lesion at approx eight o'clock in left breast. This was felt to be compatible with silicone extravasation and at surgery bilateral implant rupture was noted with extensive reaction in the capsules with marked saponification and lay down of rock hard calcium deposits. Attention was first turned to right breast. Inframammary incision was open and extended as it was on other side. Dissection was carried down through capsule with cautery and there was free rupture of wrinkled underlying implant. This was old style corning type implant with posterior patches. Implant and all implant material was removed and then formal capsulectomy was tediously done removing entire calcified area with saponification and with all anterior and posterior leaves of the capsule. Opposite left side was done in identical fashion and same findings occurred with ruptured implant, marked saponification and calcification of rock hard capsule. Pockets were then expanded as needed superiorly, medially and laterally. Inferior aspect was left alone. They were irrigated with copious amounts of kanamycin solution. Meticulous hemostasis was achieved with cautery. 19mm blake drain was left in each sub-mammary pocket. Pre-placed intra-mammary sutures of interrupted 3-0 vicryl were utilized. It should be noted that underlying pectoralis major muscle was very attenuated and dr. Did not feel that it would be wise to try to get any type of sub-muscular pocket with degree of lax skin that she had at age 63 and previous expansion by these implants. Textured silicone implants were introduced. Dr. Utilized 250cc implant on right side and 200cc textured silicone on smaller left side. These were both mentor hs implants. Sutures were tied down, transected and breasts closed with interrupted buried 4-0 and 5-0 vicryl followed by light compressive wrap. Blood loss was less than 100cc. No blood products were given. Pt was awake and left operating room per anesthesia.